Event description:
It was reported that variations in hv lead impedances were observed. Some measurements were high and out of range. It was not known if the lead impedances were caused by the lead or the header of the device. The device was explanted.

Manufacturer narrative:
No medwatch form was received. The reported field event of a hv lead impedance measurement anomaly was confirmed in the laboratory via programmer printouts. The device was tested using automated test equipment and was found to be normal. The cause of the impedance anomaly was consistent with a lead connection issue.